Event description:
It was reported that a patient had a failed transmission that was noted in the carelink network due to a known error. The web service call notification also failed. The clinic was notified of the red alert and the transmission was made viewable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: further review prompted a change in the device analysis results. Analysis found a 3n notification system failure. This was a vendor issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.